Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: the basal change history appears to be inaccurate on (B)(6) 2017 at 17:32 due to a replace cartridge alarm and cartridge change performed. These two incidents are normal functions of the pump and can be expected to affect the basal rate slightly. An"exceeds max 2 hour limit" alarm was emitted at 20:02; deliveries were resumed at 20:11; nine minutes of basal rate was not delivered due to the alarm and time it took for the patient to clear the alarm. The pump was exercised for 24 hours with a 1.0 unit/hour basal rate; at the end of testing the basal history correctly showed 1.0 unit and the total daily dose showed 24.0 units. No alarms occurred during testing. Investigation was unable to duplicate a basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match active basal program. At the same time, it was reported that the patient's blood glucose was >= 250mg/dl but <=500mg/dl without any other signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.